Event description:
Allegedly removed during revision surgery.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. No complaint was stated against this product. Attempts have been made to have the device returned. A medwatch 3500a has been received from the user facility and is attached. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00356, 00358.